Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor medical records or imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent spinal fixation using a cable tension system for cervical nerve compression. Sometime post-op, the patient developed muscle tension at cervical implantation site, with distending pain and sense of heaviness, causing difficulty in walking and preventing erect posture. The patient underwent a CT and MRI 33 months post-op. It was reported that "the doctor said there were no abnormalities to the surgery. There was no more compression after implantation."